Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual analysis of the sample was found a tear at the union between patch and shell of the implant. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient also experienced capsular contracture on the right side. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation with mentor memorygel breast implants (550cc on the left side and 525cc on the right side) and experienced bilateral pain, rupture on the left side and unspecified defective device issue on the right side post-operational. As a result, the patient underwent device removal and replacement with competitor products on (B)(6) 2019. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on august 12, 2020, mentor became aware that the patient also experienced bilateral rupture. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).